Manufacturer narrative:
D10: (B)(6), 02-020-13-0245 - truliant cr cem fem cr cem left sz 4.5, (B)(6), 02-022-45-4535 - truliant tib fit tray cem sz 4.5f/3.5t, (B)(6), 02-022-51-4512 - truliant tib imp crc insert sz 4.5,12mm, (B)(6), 02-029-90-4300 - sterile packed short headed pin, (B)(6), 200-07-35 - advanced patella 35mm 3 peg implant, (B)(6), 521-78-23 - threaded pin size 2.3 collared 2pk, (B)(6), 521-78-23 - threaded pin size 2.3 collared 2pk, (B)(6), 521-78-32 - threaded pin size 3.0 collarless 2pk, (B)(6), 521-78-36 - threaded pin size 5.1 collarless 2pk, 05014923133, (B)(6) - gps implant kit v2. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, the patient underwent an initial total knee arthroplasty. The patient was experiencing pain and stiffness and as a result, the patient underwent manipulation under anesthesia. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d, e the reason for the clinical symptom of pain reported cannot be conclusively determined and the event cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, or radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.